Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging an inaccuracy high issue with her one touch ultra meter. The patient provided meter readings of "365, 428, 279, and 539 mg/dl," which she felt were inaccurate high compared to her normal readings, which are usually below 250 mg/dl. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The medical affairs specialist (mas) spoke with the patient in 2008 to obtain the following information: prior to contacting lifescan, the patient was testing 2-3 times per day. The patient felt that her meter started to read inaccurate high in the month prior to original date. When she obtained the "high" meter readings, the patient adjusted her novolog dosages based on her sliding scale the same month. She claimed that on a few occasions around that month at 3-4 am, she developed symptoms of sweating and shaking after taking her bedtime insulin: the patient was unable to specify that her bedtime meter readings, her insulin dosages, and the time difference between the insulin administration and onset of symptoms. The patient indicated that she tested during her symptoms and the meter readings were "low" but still felt that the meter readings were inaccurate. The patient stated that she ate or drank something to bring her blood glucose levels up and felt better afterwards. This complaint is being reported because the patient claimed she adjusted her insulin dosages based on the meter readings and later developed symptoms that can be associated with hypoglycemia. Replacement products were sent to the patient.